Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The field engineer reported that a communication failure error occurred and the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.